Event description:
It was reported there was a coupling problem. It was stated it took longer to charge the implantable neurostimulator (ins). It was noted the patient had a hard time ¿getting the bars.¿ it was noted the patient used to be able to get 6 coupling bars, then 4 and then down to 2 at the time of report. It was stated this occurred the past 6 times when the patient tried to charge. It was noted the patient used their ins all day long, every day and they would turn the ins off at night to sleep. It was stated the patient only received a 66 using the antenna locate feature. It was stated the patient might have fallen, but it was ¿not a terrible fall¿ because they were able to catch themselves. It was noted that occurred a while ago.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: neu_recharger_acc, serial# unknown, product type: recharger. (B)(4).